Event description:
N/a.

Manufacturer narrative:
(B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on (B)(6) 2025. An investigation was conducted on (B)(6) 2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. Only the delivery device with the loaded seal was returned for evaluation. The white plunger was not depressed and the blue safety lock was off, which allows for the white plunger to be depressed. The seal was observed in the loaded rolled position in the delivery device. The seal and tension spring assembly was removed from the delivery device with no physical or visual difficulties observed. The seal was observed to be slightly unraveled on the outer edge of the otherwise intact seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.219 inches. The length of the delivery tube was measured at 2.48 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failures "fitting problem" was not confirmed, however, the reported failure "unraveled material" was confirmed. The lot # 3000492409 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Manufacturer narrative:
Tw (B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that after attempting to load the hst iii system (3.8mm) according to the IFU. The heartstring seal is improperly loaded in the heartstring deployment device. The heartstring was unraveling prior to use. The device was removed and new device is used without issue. No procedure delay, no patient harm.